Event description:
It was reported to philips that the flexvision monitor was not booting up. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and switched the hard disk drive (hdd) to bay 2 which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system clinical use was unknown at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision monitor was not booting up. Review of system logfiles identified the connection with the flex viewing-pc was lost. During troubleshooting, the fse found down flex monitor and bay1 on flex pc wasn't allowing the hdd to operate. Fse switched hdd bay 1 to bay 2. After switching of hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.